Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during internal and external common carotid endarterectomy, at the time of passing the suture point, the first thread broke. At the time of closing the arteriotomy of the short endorectomy, the thread broke by half without executing any pressure. Another suture was used to complete the case. There was no patient injury.